Manufacturer narrative:
The analysis of the computer of the imaging system was completed by medtronic personnel. Testing found that the configuration file was for the viewing station of the imaging system and not the imaging system. After updating the configuration file, the unit functioned as designed.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system onsite and confirmed the reported issue. The system was not booting. The logs showed error codes and the system not booting. After multiple attempts to reinstall the software were unsuccessful, it was found that the software would not recognized the internal dvd drive. The representative returned to the site and replaced the mobile view station (mvs) computer, the system board, and image acquisition system (ias) computer. The suspect computer has been returned to the manufacturer for evaluation, however results are not available at this time.

Event description:
A site representative reported that, while in a outside of a procedure the image acquisition system (ias) would not fully boot and would get stuck on "system booting please wait." Multiple reboots did not resolve the issue. The site aborted use of the system and switched to a c-arm. There was no patient present when this issue was observed as it was discovered outside of a surgery.

Manufacturer narrative:
The mobile view station (mvs) computer was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The hardware investigation of the returned paxscan system control board found that the reported event was related to an electrical issue. 3d imaging did not progress beyond "preparing" and the system did not achieve 3d imaging. The reported event was confirmed.